Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was experiencing red heart alarms. Two days later, the pt presented to the clinic and while connected to power module, the pt continued to experience red heart alarms and pump stoppages. It was reported that the pt had over 200 events in the history log file but the pt denied ever receiving an audible alarm from the system controller.

Manufacturer narrative:
No further info is available a this time. A supplemental report will be submitted when the MFR's investigation is completed.